Manufacturer narrative:
A review of the device history record and inspection records were conducted, and no similar concerns were found. One introducer, dilator, and guidewire were returned for review. A section near the tip of the guidewire was noted to be unraveled. The coil wire was broken but the weld was still intact. The most probable cause for the deformation of the guidewire was due to an event within the user environment. The instruction for use provided with the device cautions: "do not withdraw the guide wire back through the needle as this may shear the guide wire."

Event description:
The guidewire split, resulting in a piece that needed to be removed from the patient. The piece was retrieved at time of the event, and the remainder of the procedure was aborted. The patient was ok to leave immediately after the procedure.